Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a colectomy functional end to end anastomosis, the firing was unable to be per formed. Another device was used to complete the case. There was no patient injury.